Event description:
It was reported to philips that system boot failure due to host pc connection issue on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service adjusted the cable, passed system diagnostics, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).